Event description:
It was reported that while rotating for mlo position the tubehead continued past 90 degrees. No injury reported. A field engineer was dispatched to the site and determined the rotation switch on the back of the c-arm needed to be replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
The rotary switch was returned to hologic for evaluation, however, the actuator which was used in combination with the rotary switch was not returned. The actuator was left installed on the equipment at the facility, and continued to be used with the new installed switch. The returned switch was tested with a new actuator. The issue that was confirmed by the field could not be duplicated during investigation. Due to the lack of information provided and the complete device not being returned for evaluation, a definitive root cause cannot be determined. However, the unit being in the field from more than 3 years with multiple number of usages, the potential cause of the reported event is attributed to wear and tear. A review of the complaint history showed no recurring similar events on serial number (B)(6).